Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted 3 months post implant with unknown reason. A new device was implanted. No additional adverse patient effects were reported.